Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a gastric sleeve procedure, the trocar was reported to be difficult to insert into the patient. Additionally, it was a challenge to pass instruments. Upon removal it was noted that the trocar tip seemed to be warped. Case completed with same trocar. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n91g3d. Additional batches: n91g0f: manufactured date:05/19/2016, product exp. Date:4/30/2021; n91f2x: manufactured date:05/18/2016, product exp. Date:4/30/2021; n91f7t: manufactured date: 05/19/2016, product exp. Date: 4/30/2021. The analysis results found that the b5lt device was returned with no damage in the external components. In addition, the obturator was not returned.during the analysis, a test obturator was inserted and removed through the sleeve and there was no evidence of an unacceptable drag force present; no insertion/removal issues were noted. No conclusion could be reached as to what might have caused the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.